Event description:
It was reported that a patient was experiencing an increase in seizure activity. The patient stated that typically she would have 6 or 8 seizures a month prior to being implanted and recently she has been having 2 to 3 seizures a day. The magnet swipes did help with seizure control; however, it would cause some pain in her neck region. Good faith attempts to obtain additional info from the patient's treating physician are currently being made.